Manufacturer narrative:
The device was returned for evaluation. The evaluation uncovered that the device nozzle was clogged with red residue. The device was returned to the customer for sterilization. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility returned the olympus ultrasonic gastrovideoscope due to air flow and air flow button not working. Upon inspection of the returned device, the device nozzle was found to be clogged with red residue. This report is being submitted for the residue observed at estimation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. Updates to section. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the event was likely caused by the blood or body fluid which flowed backward to the air and water path during the previous procedure and could not be removed at the time of re-processing. The following sections of the IFU (instruction for use) include descriptions on re-processing, and the phenomenon can be prevented by following these descriptions: chapter 6: compatible reprocessing methods and chemical agents. Chapter 7: cleaning, disinfection and sterilization procedures.